Manufacturer narrative:
A ge rep evaluated the sys and could not duplicate the reported problem. A ge rep found 5 volt power supply at 4.9 volts, adjusted to 5.2 volts. Also, found that battery would drop to below 160 volts dc after taking high level film shot, and found that the interconnect cable is damaged and showing inner wires. Ordered battery and interconnect cable. Installed parts and tested unit by booting up several times with no issues and shooting several fluoro images with no issues. Sys operates as intended.

Event description:
The customer reported that no images are being displayed on the monitor. No pt injury was reported.